Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient allegedly had headaches, dizziness, cough and sore throat. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, dizziness, cough, and sore throat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dirt contamination. The unknown dust/dirt contamination inconsistent with degraded sound abatement foam was observed on the blower casins/impeller, blower box, interior bottom enclosure and airpath. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes that there was presence of dirt contamination in airpath and no evidence of sound abatement foam degradation found within the device. Section h6 updated in this report.